Event description:
Ambulance personnel responded to a person, condition unknown. The pt was to be connected to the device with fast-patch plus disposable defibrillation/ECG electrodes. According to the rptr, the crew had stocked the ambulance with quik-combo disposable defibrillation/ECG electrodes and could not use them with their device. The device was sold to the facility with standard hard paddles, but the rptr could not provide further info about the incident or pt outcome.

Event description:
Ambulance personnel responded to a person, condition unknown. The pt was to be connected to the device with quik-combo disposable defibrillation/ECG electrodes. According to the rptr, the crew had stocked the ambulance with fast-patch plus disposable defibrillation/ECG electrodes and could not use them with their device. The device was sold to the facility with standard hard paddles, but the rptr could not provide further info about the incident or pt outcome.